Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece and viscoelastic were used. The root cause cannot be determined for the reported complaint of blurry vision. Each lens is subjected to a 100percentage assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The completed questionnaire indicated that the sample was explanted, cut into five pieces, and discarded. The sample is not returning. The questionnaire indicated that the patient had salzman's nodule prior to surgery that was thought to be insignificant but proved to greatly affect cylinder and spherical power measurements. The patient was significantly out of focus with initial lens implant cornea was resurfaced and allowed to heal and then refraction using berdel iol formula. The company model 2.25 cylinder 16.5 diopter lens was removed and replaced with a company model 1.50 cylinder) 17.5 diopter lens. The patient is very happy with resurfacing cornea and iol exchange per the questionnaire (20/10 uncorrected) this information would suggest that the replacement lens model and diopter was an improved selection for this patient. Based on the combined information that a salzman's nodule was present on the cornea prior to surgery and the exchange for a different toric lens model with a larger diopter may suggest that the event may be related to the patient condition of the pre existing salzman's nodule, and unrelated to the iol. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The patient underwent salzman's module irrigation and cylindrical new surface post-corneal resurfacing. Additional information has been received and stated that patient had salzman's module that was thought to be insignificant but proved to greatly affect cylinder and spherical power measurements. Patient was significantly out of focus with initial lens implant cornea was resurfaced and allowed to heal. The lens was explanted and replaced with company lens in a secondary procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).